Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened and used enlite sensors. Performed visual inspection and found sensor's cannula are bent, unable to confirm if costumer received sensors in said condition due to customer returning sensors opened and used.

Event description:
Customer reported that the isig value was fluctuating and that it did not seem that it was being recorded properly. Customer stated that when he removed the sensor, the cannula was bent. He also mentioned that he was wearing the sensor where he has had success with wearing the sensor. The blood glucose reading was 94 mg/dl. Nothing further was reported.